Event description:
It was reported that catheter tip detachment occurred. The target lesion was located in a fistula in the arm. After an unspecified guide wire crossed the lesion, a 8.0mm x 20mm, 135cm mustang balloon catheter was advanced; however, the tip of the balloon broke off. The detached tip was retrieved successfully and nothing was left inside the patient. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the inner shaft and a complete balloon circumferential tear. The break in the inner was located at 10mm distal to the distal edge of the proximal markerband. The balloon circumferential tear was located at 6mm distal to the distal edge of the proximal markerband. The distal section of the inner break was severely stretched and bunched. The distal section of the balloon tear was bunched out over the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter tip detachment occurred. The target lesion was located in a fistula in the arm. After an unspecified guide wire crossed the lesion, a 8.0mm x 20mm, 135cm mustang balloon catheter was advanced however the tip of the balloon broke off. The detached tip was retrieved successfully and nothing was left inside the patient. No patient complications were reported and the patient's status is fine.